Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional testing was performed. The sample was under water leak tested which identified a leak approximately 15 inches above the two piece male luer. Closer visual inspection under a microscope showed that there is a crimp in the tubing approximately 0.5 inch in length in the leak area. The assignable cause was not determined. The reported condition is confirmed. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a leak was observed. According to the report, an infusion was started on a patient and shortly after, a tear was noticed in the tubing several inches above the distal luer which caused a leak of unknown medication. The set was replaced right away. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.